Event description:
On (B)(6) 2014, the patient reported the infusion set leaked insulin due to a bent cannula. This resulted in hyperglycemia of 300 mg/dl, and her target blood glucose is 80-120 mg/dl. She reported her infusion site was wet, and she removed the headset and noticed the cannula was bent. She changed the headset and was able to self-treat. The headset was inserted manually. The alleged product was discarded and will not be returned for evaluation. She was sent replacement product.

Manufacturer narrative:
Since no material has been returned from the customer and the lot number is unknown, no investigation could be performed. Therefore, the complaint cannot be verified. Device was not returned to manufacturer.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device will not be returned.